Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b5, g2. Information contained in this report was previously submitted through psr on 22-jan-2018.

Event description:
Healthcare professional later reported a right side rupture.

Event description:
Patient reported a right side "slightly deflated, rippling, it dropped a lot, and stabbing pain that is getting worse." Patient also reported "a lump" on the top of the right implant "close to the armpit" and stated that they "can feel the inside of the bag." Patient additionally reported "chest tingling and sensitivity. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Pain: unable to observe, since it is a medical event. And is not related to the device. Sensation increase/decrease:: unable to observe, since it is a medical event. And is not related to the device. Wrinkling: no observed. Lump/nodule: unable to observe, since it is a medical event. And is not related to the device. Visibility/palpability: unable to observe, since it is a medical event. And is not related to the device. Additional observations: deformation observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Patient reported, a right side "slightly deflated, rippling, it dropped a lot and stabbing pain that is getting worse". Patient also reported, "a lump" on the top of the right implant "close to the armpit". And stated, that they "can feel the inside of the bag". Patient additionally reported, "chest tingling and sensitivity. Healthcare professional, later reported, a right side rupture. Device has been explanted.